Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for investigation. The methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an error message (sf 65). This resulted in an audible alarm which notified the user of the fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Review of the device logs confirmed the error message (sf65). The evaluation determined that the fault was a single occurrence and could not be reproduced during in-house testing. The investigation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).